Manufacturer narrative:
The relationship between the coopervision device and the event is unconfirmed.

Event description:
The patient reported experiencing redness and discomfort after approximately three (3) hours of instilling soft contact lenses, the symptoms worsened throughout the day with increased redness, swelling, photophobia and discharge in the right (od) eye with increased redness of the left (os) eye. The patient sough medical treatment, the eye care provider notes pronounced swelling of the both eyelids, and bulbar redness of the left eye. In the right eye the eye care provider indicates tarsal conjunctiva gross chemosis papillae, mucin strands, and redness with a swollen lid and redness of the bulbar conjunctiva and limbus. The eye care provider notes mucin filaments adhered to the cornea with the entire cornea and conjunctiva affected, the epithelium is disrupted with superficial cloudiness, and epitheliopathy. The patient was diagnosed with filamentary keratitis of the right (od) eye and was referred to hospital eye services for further treatment. The patient was prescribed levofloxacin, cyclopentolate, and eye lubricants. As of (B)(6) 2019, date of last medical records received by the manufacturer, the incident is ongoing but resolving; symptoms have improved and medications have been decreased. Good faith efforts have been made to obtain additional information without success, additional information is unknown. This event is being reported in an abundance of caution due to lack of medical information, and unknown resolution. While only the right (od) eye incident is considered to meet the criteria of a reportable adverse event, it is unknown which lot number is involved in the incident, therefore, the manufacturer is reporting both lot numbers the patient was using at the time of the event. See report 3009108089-2019-00015 for adverse event report associated with additional lot potentially involved in the incident.